Event description:
Received report in 2005 of customer with event of two broken cryocyte bags. Lot number is h02g25091. Problem was noted during thaw. Storage of cryocyte containers was in liquid nitrogen for 4 months. Patient did receive two broken bags, in total received 6 bags of product. Patient received additional antibiotic of teicoplanin. No sterility test was performed. Patient was not recollected or rembolized. Total cell dose infused (cd34 x 10 6/kg) = 1.58 (in six bags). Engraftment information is not yet available. Bags were filled with 100ml product. Cryopreservation and storage was performed in metal cassettes, cryopreservation in controlled rate freezer, storage in liquid nitrogen. "One of the bags had a crack along the side while the second bag was completely split across the top of the bag and down the side of the bag."